Event description:
The surgeon inserted a aa4204vf plate silicone lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury.

Manufacturer narrative:
Evaluation codes results: visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.